Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: analysis found normal device characteristics.

Event description:
It was reported that during a follow up, the pulse generator exhibited an output anomaly and impedance anomaly. The device was explanted and replaced.